Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be field as necessary in accordance when additional reportable info becomes available. (B)(4).

Event description:
A clinic representative reported that the ultrasonic biometry device was not performing the axial analysis. The system was replaced to conclude this exam. No pt harm was reported.